Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, surgeon implanted company lens into a patient eye. As soon as it was unfolded, at the slit lamp surgeon would best describe it as a usual light reflex off the lens as a glazing on the lens and also some glistening. The patient vision was 20/25 with a minor correction but it was noting a white reflection which surgeon was not sure that it was related or not. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows an implanted iol (intraocular lens), there appears to be a cloudy blue colour effect visible on the implanted iol. The root cause is deemed to be manufacturing related. Complaints have been received describing that lenses were reported by doctors for the presence of a ¿polychromatic sheen¿ visible. An nci was initiated for this issue. The cause of ¿sheen¿ or ¿film-like¿ appearance is a result of a change in the positioning of the iol during the manufacturing process and is not associated with any foreign material or contamination. The observation has been reported clinically and confirmed in laboratory settings to disappear over time following implantation. The appearance is a result of a temporary change in the surface of the iol that occurs during the delivery process, which is only visible under certain orientations and illumination settings. This resolves once the iol is delivered and exposed to body temperature over time. There are no adverse impacts or lasting effects on the iol or the patient. Based on the results of the product investigation and testing, it was confirmed there are no adverse events or clinical impact on vision associated with this finding. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).